Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 30-nov-2019, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient implanted with a lead experienced discomfort, soreness, a pinching sensation, swelling, and skin irritation at the incision site. The physician stated that the lead placement was too superficial, which was associated with irritation at the incision site with swelling. No impedances or connection issues were observed with the previous lead, and the patient reported adequate therapy. The physician made the medical decision to explant the lead and perform a lead revision by replacing it with a new lead and anchoring it lower in the fascia. The issue was reported as resolved, and the patient was alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.